Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their infusion set. The customer states the infusion set became detached and caused their levels to rise. The customer's blood glucose level had been over 500mg/dl. The customer treated the high with manual injection. The customer states the set has come off multiple times. Troubleshoot was conducted. The customer was advised the sets would be replaced and returned for analysis. The customer declined to troubleshoot the highs. The customer was advised to monitor the device.